Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint was confirmed and the cause is use related. The product returned for evaluation was a 4fr single-lumen groshong nxt clearvue catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The catheter split was located between the 36cm and 37cm depth markings, and the observed damage which is characteristic of this failure type included: circumferentially aligned split in the catheter, rounded fracture edges, impressions from material buckling near the fracture site, and polished features due to material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezh1889 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that the PICC was found to have a small pinhole 4 cm from insertion. The catheter was inserted in the basilic vein for administration of cyclophosphamide chemotherapy. The patient experienced arm pain, redness, and edema at the time the leak occurred. The facility reports the time frame for "risk of evidence extravasation injury" continues. The facility's chemotherapy extravasation procedure followed. A cold pack was applied and a *linogram was taken. The patient had mild dry, flaky skin but no edema after the intervention. No medications were used to treat the patient. No other interventions were provided. The line was removed. A new device was not placed. The leak was reported to be subcutaneous. *lineogram report jan 14, 2016 - "line appears to be appropriately positioned. On injecting contrast, there appears to be a leak from the arm near its entry point into the vein, with extravasation of contrast back around the cannula but not into the venous system. The line is still patent, being possible to aspirate and inject into the PICC line. Conclusion: leak of contrast at the venous entry point with extravasation of contrast tracking back to the hub".